Event description:
Patient having cystolitholapaxy <2cm, urolift placement, stone grasper malfunctioned and had to be removed in the partially opened position. This resulted in a laceration to the distal urethra.